Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract procedure, a cassette did not work properly because of crumpled tubing. The issue was noted during the aspiration portion of the procedure as the tubing clogged when removing the fragmented lens. The tubing was replaced immediately when the issue was noted. There was no patient harm.